Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs /perforation (uterus) / malposition of essure device location of device : the other out of my uterus / migration of essure device location of device: out of my tube and my uterus\one pierced my uterus'), fallopian tube perforation ('perforation (fallopiantube(s)) / malposition of essure device location of device: one out of my fallopian tubeother perforated one of my fallopian tube'), genital haemorrhage ('severe bleeding after essure') and scleroderma ('autoimmune disorder type of disorder: scleroderma') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pollakiuria ("bladder or urinary problems or changes/infection (bladder/ urinary tract/vaginal) type: frequent urination"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced scleroderma (seriousness criterion medically significant), device expulsion ("expulsion of essure"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain"), abdominal distension ("bloating"), fatigue ("fatigue") and allergy to metals ("nickel allergy/allergic or hypersensitivity reaction type: nickel / I had a nickel allergy all my life but was unaware that essure had nickel"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal distension, fatigue, allergy to metals, pollakiuria, migraine, headache and dyspareunia outcome was unknown and the scleroderma, nausea, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal distension, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, scleroderma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: other injury(ies) or complication (s) please describe: notes (B)(6) 2013 state "she does have a nickel allergy" hysterosalpingogram (hsg) done on (B)(6) 2009, showed unilateral occlusion (left tube occluded). Plaintiff states that she had tubal ligation after the essure test came back as not reliable on one side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received- previously reported event "perforation of organs" updated to "- perforation (uterus) / malposition of essure device location of device : the other out of my uterus / migration of essure device location of device: out of my tube and my uterus. New events- "severe bleeding after essure, nickel allergy/allergic or hypersensitivity reaction type: nickel / I had a nickel allergy all my life but was unaware that essure had nickel, bladder or urinary problems or changes/infection (bladder/ urinary tract/vaginal) type: frequent urination, scleroderma, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, perforation (fallopiantube(s)) / malposition of essure device location of device: one out of my fallopian tube, vaginal discharge", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2011. At the time of the report, the perforation, pelvic pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.